Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all addititonal relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after an interventional procedure. Reportedly, after deploying the clip, the starclose se device could not be removed from the patient anatomy. One of the locator wings tore apart. The starclose se device could be removed and the access site was dry. The access ports were used to assist in device removal. Hemostasis was achieved with the clip of the starclose se device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported broken wing was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on procedure circumstance. The reported event appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.